Event description:
It was reported that the device was unable to be interrogated. The patient had a CT scan on (B)(6) 2011. The patient has been lost to follow-up. The device was explanted and replaced.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Device evaluation anticipated but not yet begun.

Manufacturer narrative:
The reported loss of communication was confirmed in the laboratory. A longevity calculation was performed and the device was found to be below expected limits. With a replacement battery, device communication was successful and no sources of high current drain were found during tests. The battery was sent to its vendor for analysis. The root cause of premature battery depletion was traced to an internal anomaly within the battery.